Event description:
Updated summary: the customer had diabetic ketoacidosis and was treated with an insulin drip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 600 mg/dl. The customer was treated with an emergency room visit. The event involved product(s) mmt-332a, mmt-1880l, unomedical. Troubleshooting was performed for the insulin flow block. The customer stated that the insulin exits with no pump alarm, and the pump was working as designed. Troubleshooting was performed for the auto mode readiness, and the customer was requesting assistance with entering auto basal. Troubleshooting was partially performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for unomedical.

Manufacturer narrative:
Based on the information provided in the complaint, review of carelink, and medical expertise, the harm of dka, severity 4, is most likely related to an incomplete rewind/fill process when replacement pump was initiated. Carelink personal shows the customer did the initial rewind after entering time/date as part of the startup wizard, and settings were entered into the pump, however no tubing fill was completed, it appeared a cannula fill was completed. Regarding no delivery/occlusion alert, there were no insulin flow block or no delivery alarms noted in carelink during review, therefore the relatedness to the event is unlikely. Overall relationship is most likely. The (B)(4) refers the customer to the pump rewind instructions, ""if this is the first time a reservoir is inserted into the pump, proceed to the pump rewind instructions."" However, the user interface does not prompt the customer to perform a second rewind/prime process. Based on new information provided by product analysis. The pump passed all functional testing. The medical safety review agrees with above relatedness of most likely as customer did not complete a second rewind process when replacement pump was initiated." This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.